Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that metal flakes fell into the patient during a procedure.  There was a minimal delay to wash flakes out of patient. There were no further delays or adverse consequences related to the event.

Event description:
The user facility reported that metal flakes fell into the patient during a procedure.  There was a minimal delay to wash flakes out of patient. There were no further delays or adverse consequences related to the event.